Manufacturer narrative:
It was reported that the ipg was not entering a bondable state on the cp. Patient underwent a sinus surgery on 17jul2023 - therapy was off, ipg not in surgery mode. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was not placed into surgery mode during a recent unrelated sinus surgery on (B)(6) 2023. Following the surgery, the patient's ipg was no longer communicating with external devises despite multiple troubleshooting attempts. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.